Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, there was difficulty removing a guidewire. A new guidewire could not be inserted. The lead was removed and a replacement lead was successfully implanted.